Manufacturer narrative:
Hill-rom technical support had the account attempt to activate the alarm, he noticed that the two scale pods did not match. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support made three attempts regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating there is no audible alarm for the patient positioning module. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).